Manufacturer narrative:
(B)(4). MFR report #: 1219930-2016-00792 was filed for the maxon suture used on (B)(6) 1998, MFR report #: 1219930-2016-00793 was filed for the maxon suture used on (B)(6) 1998. Competitor devices used: ethicon 2-0 vicryl suture - (B)(6) 1988 (concomitant device under MFR report #: 1219930-2016-00793). Gore medical 20x12cm gore-tex dualmesh - (B)(6) 2002. Gore medical 2-0 gore-tex sutures - (B)(6) 2002. Ethicon 2-0 ethibond suture - (B)(6) 2002. C.r. Bard ventralight 4x5 mesh - (B)(6) 2015. (B)(4).

Event description:
According to the reporter, during a lower quadrant hernia repair on (B)(6) 1998, mesh was sutured in place with maxon suture to repair the ventral abdominal hernia using a competitor manufacturer's mesh. On or about (B)(6)1998, the patient underwent a second surgery to repair a small satellite midline ventral abdominal hernia. A small piece of mesh was inserted tacked in place with maxon suture and competitor sutures. Subsequent surgeries took place; on (B)(6) 2002 for recurrent ventral/incisional hernia where the surgeon noted the presence of the existing mesh at the edge of the defect and left it in place with the use of 3 competitor devices to treat the defect, and on (B)(6) 2014, when the patient required two blood transfusions after becoming critically ill. A d&c was performed on (B)(6) 2015 which determined the status of uterine failure requiring removal which took place on (B)(6) 2015. At the point of removal of the uterus it was discovered that the competitor mesh had embedded itself into the patient's intestines causing the small intestines to stop functioning properly leading to malnourishment of the uterine tissue and an internal infection. The old competitor mesh was removed and another competitor mesh was used to repair the defect. (Further description provided below)the patient returned to the hospital due to foul-smelling discharge, pain, redness, and swelling. The patient underwent surgery for wound exploration and abscess incision and drainage. Necrotic tissue and debris were debrided and a wound vac was placed. Two days later the wound vac was removed and the patient was discharge.